Event description:
It was reported that resistance was experienced when filling multiple cartridges with insulin. Reportedly, the customer reused the syringe needle. Tandem technical support educated the customer on the syringe needle being single use only. The issue was resolved by performing multiple syringe needles and multiple cartridge changes to resolve the issue. There was no reported adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.